Event description:
The pt was admitted for procedure on (B) (6) 2009 with 90% lesion in the left anterior descending artery. The lesion was pre-dilated with a balloon catheter. The stent was positioned in the lesion, however, when attempting to deploy the stent, they were unable to inflate the balloon. Pressure was lost and the hub was noted to be cracked. The product was entirely removed from the pt. There was no pt injury reported.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united stated. However, it is similar to the unites states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.